Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber : # (B)(4). The cannula vv7 device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. A visual inspection was conducted. Heavy sign of blood and tissue were observed on the c-ring and on the cannula. No visual defects were observed. A mechanical evaluation was conducted. The c-ring was found to be functional and was able to fully retract and advance without resistance or difficulty. Based on the returned condition of the device and the investigation results, the reported failure mode ¿mechanical issue; cannula; c-ring will not retract¿ was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring would not retract into the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro c-ring would not retract into the harvesting cannula. A replacement device was used to complete the procedure. The hospital did not report any patient effects.